Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient received inappropriate antitachycardia pacing therapy for atrial fibrillation with rapid ventricular response. Electrograms revealed interval stability had incorrectly diagnosed an supraventricular tachycardia rhythm as ventricular tachycardia. Turning off the ava and programming the supraventricular tachycardia detect criteria were recommended. No further information is available.